Event description:
The arrhythmia did not result in clinical compromise. The patient remained in controlled atrial fibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (atrial fibrillation) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. There were no alarms reported in association to this event. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) , until they expired on (B)(6) 2021 due to ventricular fibrillation (refer to manufacturer report number# 2916596-2021-03694). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for atrial fibrillation/flutter. Amiodarone was initiated to treat atrial fibrillation and implantable cardioverter-defibrillator (ICD) settings were adjusted.